Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: promus elite ous mr 12 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 19.2 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 13-apr-2022. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx). After 7fr guide catheter was placed in the lcx, a workhorse wire was crossed the lesion. Following pre-dilatation of a 2.00x9mm semi-compliant balloon catheter, a 12mm x 2.25mm promus elite stent was advanced for treatment. However, the device was unable to cross the lesion despite multiple attempts. The device was removed, and the procedure was completed with a 2.25 mm x 12 mm non-boston scientific stent. There were no patient complications reported. The outcome was good, and the patient was stable post procedure. However, returned device analysis revealed hypotube detached.